Manufacturer narrative:
Event date is date of publication contribution of whole platelet aggregometry doi:10.1136/neurintsurg-2016-012623. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a literature article that 266 patients undergoing underwent 292 stent assisted coiling procedures. Driver coronary stents were amongst the devices used during the procedures studied. Complications of the stent assisted coiling procedures included hemorrhagic complications, ischaemia, permanent hemorrhagic morbidity, permanent ischemic morbidity and death. Among the 21 patients who were determined to have clopidogrel resistance, three experienced thrombotic or hemorrhagic complications related to the procedure. One patient had a fatal intraprocedural hemorrhage. The second patient had a procedural rupture and subarachnoid hemorrhage without permanent morbidity. The third patient had an intraprocedural in-stent thrombosis that resolved after the injection of ia tissue plasminogen activator and did not result in permanent injury.